Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the patient line. In addition, it was reported that resistance was experienced during the fill process. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.